Manufacturer narrative:
The investigation for the reported issues has been completed. The device has not been returned for evaluation. However, clinical details were sufficient to determine the root cause. The cause of the issue was likely due to bugs or defects in software (excludes firmware). This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that after the white cable was connected, the catheter not identified. Automated impella controller (aic) was restarted, and the problem persisted. The console was switched with no issues with the new console. There was no reported harm or injury to the patient.